Manufacturer narrative:
Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information was received from the pt. Pt had been redirected to their hcp regarding the pain they were feeling in their middle back. Pt stated that the none of the doctors were able to help, no help in getting in touch with a manufacturer representative (rep). Pt stated that they had to deal with the issue themselves as nobody responded. They are waiting on rep to meet up. On (B)(6) 2023, the pt reported additional information. Pt reaffirmed doctors were unable to help. Pt meet with a rep in the hallway of a hospital. The rep reconfigured the pt¿s stimulator to settings that helped the pt. No hcp was involved in any way. Pt confirmed that now everything is working fine. Pt weight provided.

Manufacturer narrative:
Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a patient who was implanted with an implantable neurostimulator (ins) for unknown indications for use. Information was received from a patient (pt) regarding an implantable neurostimulator (ins). Pt was warm transferred from patient registration stating the reason for call was the pt was indicating their stimulator had messed up following a procedure and has been experiencing pain in the middle of their back and they had punctured the nerves around the leads. The pt explained since they were not eligible for a MRI they'd went in for a CT myelogram instead where 5 needles were inserted in three different spots. Pt included they were instructed to turn the ins off during the process which they did. Pt claimed every time they went into the spinal cord pain shot down their both legs adding they were never able to get the dye in because instead of fluid there was nothing but blood in the spinal column. Pt expressed the technician who did the myelogram was supposed to be contacting the neurosurgeon; however, they still had not 3-4 hours after procedure. Pt remarked, "with that being said, everything went fine while at the hospital. When I came home and tried to take my pants off it felt like someone hit me in the middle of the back with a stun gun." Pt described the sensation being in their upper body, right side and down right arm saying when they "went to the bathroom trying to pee" they "almost fell down because again the pressure to pee pushed something against the nerves feeling again like theyhad been hit by a stun gun" so they first tried lowering the intensity but then had to turn the ins off. Pt proclaimed the needles weren't inserted anywhere near the leads or wires. Pt implied from what pss understood was that they had therapy settings programmed to only send stimulation down into the legs. Pt said they called the doctor's office with the nurse saying they'd never hear of anything like that and they'd get in touch with the doctor but no one from hcp had gotten back to them. Pt mentioned another problem was they had gone to their neurologist, pain clinic and other doctors who specialize in mdt products but no one could give them a name of a rep for their area. Pt pointed out that initially all options were made available to them (programmed therapy groups a/b/c/d) but when the 37713 battery was ch anged to 97715 but they were advised to use only a and c. Pt then remarked, "they don't believe in giving narcotics out down here." Pt said they went from 60mg of morphine a day to 30mg and now is when they could use different parts of the stimulator to relieve pain in other parts of their body but they can't do that because they were all taken away after relocated to another state. Patient services (pss) redirected pt to their hcp while reviewing the hcp office's role in facilitating the scheduling of appointments and/or phone calls on patient's behalf. Pss provided pt with nas number for hcp office, if needed. Pt said they have an upcoming appointment with their hcp on march 29th. Pt was difficult to understand during call. On (B)(6) 2023 patient services (pss) made outbound call to pt. Pt described still experiencing the sensations caused from the myelogram procedure. Pt explained everything would be fine until they bent over then it felt like being hit by a taser. Pt remarked somehow they had crossed the nerves by puncturing the nerves in their spinal cord even though they were no where near the implant. Pt stated that they have yet to hear from their neurosurgeon, field rep or hcp. Additional information was received from a healthcare professional (hcp) on (B)(4) 2023. The hcp reported that per the patient (pt) they started having right arm pain after a CT scan within the last month. When asked, caller thinks pt's spinal cord stimulator has thoracic lead placement (not for upper body pain) but isn't sure.